Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor (gold). Unit received with broken battery tube threads. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was unknown. Customer stated they are unable to exit the "preparing to prime" loop. Customer stated they are stuck in rewind complete/bolus delivery loop. Customer stated they received 2nd series of beeps. Customer stated it does not give him numbers but does beep. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.